Event description:
My dad who is very high risk was admitted into (B)(6) for covid on mon, (B)(6) 2022 (in a room by himself). All symptoms diminished by friday (B)(6) 2022. Then received a highly contagious patient with covid on friday night. By sunday, he started showing signs of a hacking cough along with signs of diminished cognitive dissonance. Then by tues he wasn't making any sense. I called the hospital repeated times asking to speak with the doctor on call to discuss the major decline in his health. And overnight on wednesday without any consent from family the hospital staff placed him on a philips respironics v60 ventilator. I visited him that thursday morning and he was so weak but asked if he was dying. I immediately tried speaking with the head nurse on the floor to discuss what transpired to placing him on the ventilator and she said the overnight staff placed him on it without no clear explanation. He died the next day. I believe the machine was faulty and was the main culprit to his death. The resident doctor was of no help along with the entire staff.